Event description:
It was reported that bd pen needle¿ ultra-fine iii had stopper fragments observed inside products, and the length of five needles were found to be longer as compared to previous lots. Packaging of product was different from previous lots.

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7207605. Medical device expiration date: 7/31/2022. Device manufacture date: 7/26/2017. Medical device lot #: 8045764. Medical device expiration date: 2/28/2023. Device manufacture date: 2/14/2018. Investigation summary: ten open 31g x 8mm pen needle samples and two cartons were returned from lot. No. 7207605 and lot. No. 8045764, cat. No. 320108. Visual examination and measurement of all ten samples was carried out and all ten needles were within specification. No foreign matter was observed on the returned samples. The returned shelf cartons were examined and exhibited different graphics printed on the shelf cartons. This change in graphics took place in december 2017. The shelf carton from lot # 7207605 was produced prior to this date. The shelf carton from lot # 8045764 was produced after this date. No defects were observed on the returned shelf cartons. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported batch numbers 500018714 and 8305855 were not found for the reported catalog number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd pen needle¿ ultra-fine iii had stopper fragments observed inside products, and the length of five needles were found to be longer as compared to previous lots. Packaging of product was different from previous lots.